Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut mouth [mouth injury]; metal stick head sits on not being straight causing head to come off, cut mouth - oral-b rechargeable toothbrush [injury associated with device]; metal stick head sits on not being straight causing head to come off - oral-b rechargeable toothbrush [device breakage]. Case description: a store reported via letter on 31-mar-2017 that a consumer of unspecified age and gender used an oral-b power rechargeable toothbrush handle pro crossaction (genius 9000 type 3756) and it had cut all inside of his/her mouth during use due to the metal stick that the oral-b brushhead, version unknown sat on not being straight; this caused the brush head to come off. The case outcome was unknown. No further information was provided.